Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with calcification and moderate tortuosity in mid left anterior descending (lad) artery. It was reported that the intravascular ultrasound (ivus) catheter became stuck with the stent that was implanted. In an attempt to removed the ivus catheter, the imaging core was removed from the ivus catheter and a guidewire was inserted through the ivus catheter sheath; however, the ivus catheter was unable to be removed. The physician pulled strongly on the ivus catheter, and it was able to be successfully removed. The procedure was completed without patient complications. The patient's condition was reported as "good".

Manufacturer narrative:
New code request has been submitted for stuck in stent.